Event description:
The issue occurred during a diagnostic esophagogastroduodenoscopy procedure and an error message of cv malfunction - contact olympus (b40) was displayed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was likely that age-related wear in connection with repeated extreme bending or tensile loads led to the breakage of single or all the wires in the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrical-only medical device connection cable sparked and separated where the cable plugs into the generator. The cable made a popping sound and then sparked. There were no reports of patient harm or injury.